Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse replaced the carbon bridge which may have contributed to the event. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly, no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 and (B)(4) 2010 for add'l reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 600 synchron system. The erroneous results were reported out of the lab. The samples were retested on the facility's cx sys and yielded results within expectation. The sys is routinely calibrated every 24 hours and quality controls are within spec at the beginning of each run. There are no changes to the pts' care or treatment. There are no reports of any adverse event or need for medical intervention to prevent serious injury. The customer conducted unspecified troubleshooting of the sys which temporarily mitigated the issue.